Event description:
It was reported that pump screen was very scratched and hard to read, and buttons were difficult to press. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding any actions taken by the customer or technical support in response to this event.